Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Initially, the cse readjusted the dual resolution dilutor (drd). On a second visit, the cse replaced the total drd. Post service adjustments and quality controls (qc) were within acceptable limits. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2247117-2021-00030, 2247117-2021-00031 were filed in conjunction to this report.

Event description:
Multiple discordant, falsely depressed calcitonin patient results were obtained on an immulite 2000 xpi instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument after a service visit. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcitonin patient results.